Event description:
Physician was advancing stent and upon entering saphenous vein graft, stent noted to be dislodged from the balloon delivery system; physician able to pass a different balloon into stent and it was then deployed; patient vital signs stable post procedure.